Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the difficult to remove-anatomy appears to be due to poor visualization (procedural conditions.) The reported poor imaging resolution was due to challenging patient anatomy. Additionally, the tissue damage appears to be an outcome of the difficult to remove issue. The reported patient effect of tissue damage is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to design, manufacturing, or labeling of the device.na

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult to remove,tissue damage and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted visualization was challenging due to mitral annular calcification (mac) and an exceptionally large left atrium. Additionally, the chordae was thick, the leaflets were myxomatous, and the mitral valve was barlow's disease. The first xtr clip was successfully deployed, reducing mr. The second clip delivery system (cds) was advancing to the left ventricle; however, during positioning, the clip became stuck in the chordae. Attempting to free the clip was difficulty due to poor visualization. The clip suddenly became free and moved in to the left atrium. The clip was freed, but the chord became torn. The clip was re-positioned to grasp the additional flail and further reduce mr. Two clips were implanted, reducing mr to 2. There was no reported clinically significant delay in the procedure. No additional information was provided.